Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. A surgical procedure was performed, and it was noted that there was a fluid leak in the device. All components were removed and replaced without reported patient complications.